Event description:
It was reported that an ilet user received an alert 38 and experienced an interruption in insulin delivery; after a forced restart and a dry run of supplies, the alert did not recur, and the user reconnected and resumed insulin delivery. Symptoms included hyperglycemia due to the period without insulin. Outcomes included no long-term health consequences reported, with the user advised to hydrate, monitor glucose, and report if levels did not decline within the advised timeframe. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem was identified as the precipitating factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.